Event description:
It was report that pulse generator exhibited a loss of output. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.